Event description:
The international customer reported the ventilator cannot work on battery power but does run on ac power. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers service provider reported the 10a fuse in the power supply was found blown. The service provider reported the fuse was loose in the mount. Per the device service manual, the fuse clips must be pinched together before inserting the replacement fuse. This finding indicates that the ventilator may be unable to switch to the backup battery upon loss of ac during use, and would therefore shut down with an audible alarm active. The service provider replaced the fuse and corrected the mounting to address the reported problem.